Event description:
Abbott plum a pump programmed incorrectly. Blood transfused for 1.5 hrs instead of the 4 hrs ordered. No injury to pt." Upon further query the following info was provided: the customer contact indicated the event was the result of an operator error in programming the device. The physician ordered 1 unit of blood to infuse over 4 hrs; however the pump was programmed to deliver the blood in 1-1/2 hrs. No further programming parameters were provided. The delivery was started and the transfusion was complete in 1-1/2 hrs. The nurse followed "standard post-transfusion monitoring procedures." There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.